Event description:
It was reported that after a total knee surgery, the surgeon tried to remove the device from the pt and it broke off. The pt had to undergo another surgery and spent 4 days add'l days in the hosp.

Manufacturer narrative:
If further info becomes available as to the specific part and lot number a follow-up report will be submitted. The device will not be returned to the MFR for eval at this time.